Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, scratch on the optic. Lens was explanted in initial procedure. The procedure was completed with back up lens. Additional information was requested and received. There was no patient harm. Preoperative measurements: optimal vision: 0,4, manifest refraction: +2,5 -1,5/90.° postoperative measurements: uncorrected vision: 0,2, treatment not yet completed.

Manufacturer narrative:
Additional information was provided in d.9.,h.3., h.6. And h.11. The lens was returned loose in a self-seal pouch. Viscoelastic was observed on the lens. The lens has been cut into two pieces typical of removal. The optic has scratches and gouges on the posterior optic surface. Product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece wad indicated with a non-qualified cartridge and viscoelastic. The company ,27.0 diopter lens is only qualified for use in the company ii and company iii cartridge. The diopter range for the company cartridge is 6.0 to 25.0. The root cause for the observed lens damage is most likely related to a failure to follow the IFU (instructions for use). A non-qualified cartridge and viscoelastic were indicated. The company, 27.0 diopter lens is only qualified for use in the company ii and company iii cartridge. The diopter range for the company cartridge is 6.0 to 25.0. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The observed lens damage my indicate a plunder underride occurred. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The handpiece IFU instructs: important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The manufacturer internal reference number is: (B)(4).